Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. The device uploaded properly using carelink personal and carelink pro, no anomaly was noted. No motor error alarms noted during bolus/basal delivery. The motor was tested outside of the device and it passed. The device had minor scratches on the display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window, and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during bolus. Customer's blood glucose was 133 mg/dl. Troubleshooting was performed and the device was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer then mentioned he was hospitalized on 07/23, for high blood glucose of 700 mg/dl. Customer went into diabetic ketoacidosis. Customer was vomiting, had an infection that got worst, and fatigue. He agreed to return the device for further analysis.